Event description:
It was reported that the patient presented to the hospital with report of experiencing palpitations. It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had not been checked in the hospital. The patient presented for in clinic follow up 3 weeks later. Interrogation of the device with a programmer found the device had recorded error messages, and had reverted to safety mode. Additionally, unspecified impedance issues were noted. Technical services (ts) recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient presented to the hospital with report of experiencing palpitations. It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had not been checked in the hospital. The patient presented for in clinic follow up 3 weeks later. Interrogation of the device with a programmer found the device had recorded error messages and had reverted to safety mode. Additionally, unspecified impedance issues were noted. Technical services (ts) recommended device replacement. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.